Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 12/27/2011, electrode belt: 7/24/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2020 while wearing the lifevest. It was reported that the patient's wife and ems were present at the time of passing. Per review of the patient's continuous ECG recordings, from 15:22:07 to 15:47:44, the patient's rhythm was sinus tachycardia at 100 bpm with CPR/motion artifact. The rhythm then degrades to vt from 100 bpm to 150 bpm with CPR and motion artifact. The rhythm further degraded to vf. The patient was in the treatable arrhythmia from approximately 15:28:41 to 15:32:00. The patient's heart rate was not consistently above the patient's physician prescribed treatment threshold of 150 bpm, and CPR and motion artifact obscured the patient's rhythm, which prevented the lifevest from delivering a treatment during this time. The patient received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR and motion artifact. The patient's post shock rhythm was obscured by CPR and motion artifact with possible pacemaker spikes. The patient's rhythm then transitioned to an idioventricular rhythm at 70 bpm slowing to an idioventricular rhythm at 60 bpm with CPR and motion artifact. The electrode belt was disconnected at 15:47:44 while the patient was in an idioventricular rhythm at 60 bpm.